Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a wound infection post-operatively at both pocket and catheter insertion site and treatment with antibiotics was necessary. Swelling was noted at both pocket and catheter insertion site and fluid was drained in the office. The patient's status was reported as alive and with injury of seroma, redness, tenderness, and pain. Cultures were ordered and were negative. Further cultures were obtained during explant and were also all negative. The health care provider believed that it may have just been "reactive tissue" and wanted to obtain an allergy test kit to see if patient had allergy to some component of the device/catheter. The drug delivered via pump was prialt.

Manufacturer narrative:
Product ID 8709sc, lot# h824304501, serial#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found damage to the catheter body during implant procedure (difficulty with catheter/guidewire interaction). Analysis of the catheter also found an indent in the sutureless connector seal and no occlusion related complaint (the catheter met occlusion criteria per (B)(4)). Analysis of the pump found no anomaly.